Manufacturer narrative:
Conclusion: user was unsatisfied with the performance of the bci602. Device investigation showed a dislocation of the magnetic component inside the hermetic housing of the transducer, which caused an alteration of the vibratory behavior. The detected damage was most likely caused by an unreported magnet resonance imaging. Other damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
The user was unhappy with her performance as a bonebridge user with ssd indication. After several fitting attempts the user decided to have the device explanted.